Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a patient receiving bupivacaine (7.0 mg/ml, 2.5668 mg/day), baclofen (320.0 mcg/ml, 117.34 mcg/day) and morphine (6.0 mg/ml, 2.201 mg/day) via an implantable pump for non-malignant pain. The patient reported that about a week ago, their pump stopped and they went through withdrawal. The patient stated this was the 4th time that their pump has stopped. The first time was about 7-9 months after implant and it "knocked him down flat". The patient did not know why the pump stopped. The drug was taken out of the pump and it was flushed with saline, then the drug was put back in and the pump was working again.